Event description:
The dental implant fx3610swc was removed on (B)(6) 2019 due to loss of osseointegration 2 years and 7 months after implantation. The patient has history of tobacco use, hypertension, and diabetes. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.